Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 7304 implanted: (B)(6) 2010; product ID 6949-65 implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that within a few days of implanting the 6948 lead there was high thresholds. The 6948 lead was explanted and replaced with a 6948 lead. Seven years later, it was reported that the patient received inappropriate therapy and went to the hospital for a follow-up visit. During interrogation of the 6949 lead, the physician saw a jump in right ventricular (rv) lead impedance, episodes of v-v intervals, artifact, and 14 shocks. A lead fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.